Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "left toggle switch sticking intermittently" (sticking). A nurse reported that the left toggle switch on the system's footswitch was found to be sticking intermittently. This occurred during a case. The customer was able to switch modes using the touchscreen. There was no patient impact reported.

Manufacturer narrative:
A company service representative examined the system and found the footswitch to be sticking. The customer was advised to order a new footswitch. The replaced footswitch has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).